Event description:
During the trial period of the evoke spinal cord stimulation (scs) system, the patient presented to the emergency department with headache, nausea, and neck pain. The trial leads were removed. Magnetic resonance imaging (MRI) identified a cerebrospinal fluid (csf) leak. A blood patch procedure was performed. At the time of reporting, the patient's symptoms were reported to be resolving.